Manufacturer narrative:
Patient identifier: (B)(6) (unable to enter in full). This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 -12.5/2.0/045 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. The lens was removed within the same surgery and replaced with an identical lens due to lens tear/break during injection/delivery into the eye. No patient injury. Cause is unknown.

Manufacturer narrative:
B5 - the reporter indicated that a 12.6mm vticm5_12.6 -12.5/2.0/045 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. The lens was removed within the same surgery and replaced with an identical lens due to lens tear/break during injection/delivery into the eye. No patient injury. This resolved the problem. Claim# (B)(4).